Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor getting stuck to the skin occurred. No information was provided to determine whether it was because of a possible broken or detached sensor wire, needle or cannula. The sensor was inserted on (B)(6) 2020. No information was provided to determine where the sensor was applied. No product was provided for investigation. Confirmation of the complaint and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.